Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented to the hospital noting their device was not functioning properly. Upon inspection of the device, the physician found the pump remained dimpled when pressed. A surgical procedure was performed during which the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1100239729. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404012. Serial number: n/a. Batch/lot number: 1100077310. Model/catalog description: cxr 14cm. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically inspected, functionally tested, and leak tested. The visual inspection of the pump revealed that the pump tubing was cut down to the pump block with no tubing returned for analysis. The pump failed activation tests 2 and 3, and the pump passed the leak test. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Malfunction of the device is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. A risk review confirmed that the event of collapsed/dimpled/flat and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the pump failure of activation tests 2 and 3 identified in the pump could have caused or contributed to the reported clinical observation of collapsed/dimpled/flat and mechanical issue.

Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). D10: concomitant product UDI for cylinder is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Malfunction of the device is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the product was not working properly. As a result of the inspection, when the pump was pressed it was dimpled. The physician removed and replaced the pump through replacement surgery, the patient's condition was stable following the procedure, and there was no further patient complications reported.